Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Investigation summary: on (B)(6) 2018, it was reported that the unit was not working properly and the mesher teeth and comb aren't aligned. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review of skin graft mesher serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review of skin graft mesher1.5:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review of skin graft mesher 2:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be taken due to the damaged comb. The side plates, roller, gear, and hinges all had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produce incomplete cuts and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gear, spring pin, and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per. The reported event was confirmed since during product review it was noted that the calibration and test mesh could not be taken due to the damaged comb. The side plates, roller, gear, and hinges all had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produce incomplete cuts and were deemed non-repairable. The cause of the reported event that the device did not work properly was due to damaged comb and also side plates, roller, gear, and hinges all had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produce incomplete cuts and were deemed non-repairable. While the cause of the reported event and the mesher teeth and comb aren't aligned was due to the damaged comb, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that unit was not working properly and mesher teeth and comb aren't aligned. Event occurred before surgery no harm, no delay reported. The tissue carrier would not feed into the wide body mesher after several attempts by the surgeon. The 1.5 mesher wheel was utilized but it would only turn a short distance and stop. Additional's attempts were tried but the carrier would not engage. Ultimately we abandoned trying and opted to use a regular mesher for the case. Investigation found a damaged comb. No adverse events have been reported as a result of the malfunction.